Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22358. It was reported during post-op programming, diagnostic testing revealed high lead impedance values. X-rays were taken and confirmed that the lead had pulled out of the ipg header. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was reinserted into the ipg. This addressed the issue.